Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer got water in their insulin device attached to them. The customer has a blood glucose level of 230 mg/dl. The customer states that there is fluid/moisture in the device after playing basketball in the rain. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. Moisture damage was noted on the electronic assembly. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.